Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative/ distributor regarding a patient having spinal therapy due to spine spondylosis. It was reported that during final fixation of the set screws during the procedure, driver broke. There were no patient complications/ symptoms were reported and the procedure was completed. The product will be returned. There were no further complications reported. On 2020-08-31, update received the procedure involved was spinal fixation spondylisthesis